Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the vessel ruptured. The following information was provided by the initial reporter: since the vessel ruptured when the needle with cannula was being inserted, therefore the nurse withdrew it. But she found the cannula only a little bit part was removed, the rest part left in the vessel. The patient received a small surgery to slice vessel then remove the rest part of cannula.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd received a representative 20 gauge insyte autoguard device from lot 1236879 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no damage to the returned unit. However, four photos of the defect were provided for reference and investigation. Upon reviewing the provided photos the engineer was able to determine that the catheter tubing was broken in half. The damage appeared to be caused by a v-shaped cut halfway between the catheter tip and adapter nose indicative of the needle piercing through the catheter tubing. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without the defective device being returned for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the vessel ruptured. The following information was provided by the initial reporter: since the vessel ruptured when the needle with cannula was being inserted, therefore the nurse withdrew it. But she found the cannula only a little bit part was removed, the rest part left in the vessel. The patient received a small surgery to slice vessel then remove the rest part of cannula.